Event description:
A (B)(6) female patient reported she experienced redness, swelling, itching and hives when a 3571 medipore + pad dressing was applied to her incision approximately two weeks following total knee replacement surgery. She also reportedly experienced swelling in her hands and wrist. She was seen by her md and was given oral prednisone and oral hydroxyzine for treatment. The reaction improved three days later and was completely resolved within two weeks.